Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager was dispatched to evaluate this unit and was able to reproduce the reported issue. To fix the issue, the stm re-seated the monitor cable. It was loose and not completely plugged in. The stm then tested the unit multiple times with no issues. The iabp passed all functional and safety tests according to factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen went blank during transport. The unit produced a loud beeping noise. There was no patient harm and no adverse event was reported.